Manufacturer narrative:
Additional/updated information was added to reflect the back frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken on the lower left side. An expanded evaluation was performed. The expanded evaluation report confirmed the broken weld on the back frame. However, the underlying cause could not be determined.

Event description:
Dealer states the end user was reclining back and when he came back up he heard a snap and the dealer says it's the lower left hand part of the back frame that snapped. No further information was provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the end user was reclining back and when he came back up he heard a snap and the dealer says it's the lower left hand part of the back frame that snapped. No further information was provided.